Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them the implant has been off for a full year. The patient was not getting relief and she was getting jolts. Troubleshooting told caller to redirect patient to a doctor.